Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient was receiving total parental nutrition via PICC line. Nurse attending the patient noted fluid was leaking down the pump and onto the floor. The IV pump channel was opened and fluid was noted to have leaked inside. There was no leaking at connection of tubing to PICC hub." There was not report of patient harm.